Manufacturer narrative:
(B)(4). Associated products : item#: 141205, biomet tibial locking bar, lot#: 588070 item#: 141314, biomet finned pri stem 40mm, lot#: 761940. Item#: 141271, bmet regenx pri tib tray 63mm cocr 63mm, lot#: 030910. Item#: ep-183626, e1 vngd ps tib brg 63/67x16 x 16, lot#: 984900. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03094, 0001825034-2020-03093, 0001825034-2020-03091, 0001825034-2020-03090.

Event description:
Patient¿s legal counsel reported patient underwent left knee arthroplasty four years ago. Legal counsel further reports patient underwent a revision procedure six months ago for unknown reasons.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned patella found signs of being implanted wear/discoloration / foreign material and all three of the posts have fractured off. The remaining devices were not returned for evaluation. Was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6, h10. D11: medical products: pn: 184520, vngd ps open por fmrl lt, ln: 966170 reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.